Event description:
It was reported when programming on a patient's device from 0ma, low output current of 1ma was reported. Lead impedance and battery status were reported to be okay. The patient had been disabled for an MRI. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. Based on the reported programming sequence that occurred that day, it was consistent with the false low output current mechanism described above. Therefore, the patient's generator is expected to be able to deliver therapy as programmed. No additional relevant information has been received to date.